Event description:
The customer reported that the tip of the screwdriver was broken during the surgery.

Manufacturer narrative:
If additional info becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2107-1015, lot # unk, description: universal driver shaft, manufacture date: unk.